Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal (tp trunk) using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, while advancing the cat6 into the cross cut valve of the sheath without using the peel-away sheath, the distal end of the cat6 kinked; therefore, the cat6 was removed. The procedure was completed using another catheter and the same sheath. There was no report of an adverse effect to the patient.